Manufacturer narrative:
The insulin pump was received with an intermittent button due to moisture damage on keypad traces. A bolus of 15 units was programmed. The insulin pump delivered properly the programmed unit. The insulin pump was received with cracked case on display window corners, cracked battery tube threads and minor scratches on display window.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 149 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.